Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated pt result is sample integrity. The correct results were obtained after re-centrifuging the sample in a verified centrifuge. During verification of platelet poor plasma for troubleshooting of this issue, it was determined the centrifuge used initially did not meet standards. The plasma of the sample centrifuged had a platelet count of greater than 10,000. Acceptable platelet count for platelet poor plasma for use in the innovin pt test is <10,000. User error also contributed to the report of falsely elevated results. For results accompanied by the error code "coag curve error", the coagulation curve should be examined prior to reporting of the result. The customer did not review the coagulation curve prior to reporting the falsely elevated result. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A falsely elevated prothrombin time (pt) result was reported on a patient sample. The result was reported to the physician. The sample was subsequently re-centrifuged and a lower result was obtained and a corrected report issued. Patient treatment was not altered on the basis of the falsely elevated pt result. There was no report of adverse health consequences due to the falsely elevated result.